Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was determined that physical/chemical stress was applied to the distal end during user handling, which damaged the objective (ob) lens and the glue around the lens. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Section 3.2: ¿list of the compatible methods¿. Section 3.13: ¿signs of degradation from reprocessing and its number of times¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to breakage of the image sensor. During the evaluation it was found that there was deterioration of the objective lenses gluing and likely occurred throughout reprocessing. Additional findings were as follows: there was deterioration of the bending section cover adhesive plus winding thread was visible. It is likely that the aging effects may explain the charge-coupled device sensor failure that led to a short-circuit of the image function. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image disappeared suddenly during the operation, it didn't come back on the endoeye flex 3d deflectable videoscope. The reported issue was found preparation for use for the intended procedure. There was a short delay for device exchange. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.